Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, several conductors were distorted, several conductors were stretched, there was blood/body fluid on the defibrillation conductor (not obstructed), the distal conductor fractured due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer tubing was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.